Event description:
The manufacturer received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier. An internal visual inspection of the device and humidifier was completed by the manufacturer and found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 31 errors. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report,